Event description:
The customer reported that an 840 ventilator had an inoperable display while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).